Manufacturer narrative:
Per the customer, a proactive procedure has been implemented to verify unexpected results prior to reporting results outside the lab thereby preventing potential risk to patient safety. The customer procedure is to repeat any initial accutni value that is greater than 0.50ng/ml. The customer emphasized that they re-spin the specimen(s) prior to retesting. Service was offered at the time of initial contact, but the customer declined as there were no instrument malfunctions reported for this event. A definitive root cause has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneously elevated troponin (accutni) results for an unknown number of patients that were generated by the access 2 immunoassay system. Repeat analysis of each specimen gave normal results. No erroneous results were reported out of the laboratory. No specific patient results were provided by the customer. The customer did not receive any report of patient injury requiring medical intervention or any change to patient treatment attributed to or connected to this event.